Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up determined that the lead was replaced due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached. Visual analysis revealed distorted proximal conductor and the outer insulation was breached cut. The full lead was returned and analyzed.